Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial fibrillation (af) alert was triggered inappropriately on the patient's implantable cardiac monitor (icm). No intervention has been performed. The patient's condition was stable.